Event description:
It was reported that the user paused insulin delivery on the ilet while charging and did not resume delivery afterward, resulting in no insulin for approximately three hours and subsequent hyperglycemia; the user was guided through steps to resume insulin delivery and confirmed monitoring without further assistance. Symptoms included high blood glucose of 290 mg/dl without loss of consciousness, dizziness, or other acute complications. Outcomes included no hospitalization, no professional medical intervention, no ketone testing, and no use of backup therapy. Investigation included review of device data and user guidance for resuming insulin delivery. Investigation of this case revealed user-related interruption of insulin delivery with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear given limited evidence of device fault and the confirmed paused state not being resumed. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.